Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of inappropriate anti-tachycardia pacing (atp) and one 41 joule shock for what appeared to be atrial driven arrhythmia. Heartlogic heart failure index crossed the alert threshold of 16. The device was reprogrammed in response to the event. This device remains in service and no adverse patient effects were reported.